Manufacturer narrative:
Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. This failure mode is being monitored through previously investigated complaint process. (Refer to pic report for faulty sear dir (B)(4)). A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Broken/damaged. Sear damaged/cracked in door latch assy, damaged pin in iui. Broken/damaged. (B)(4). Factory recall fr110 lvp bezel post recall r093-r098.